Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with chest pain, not related to the device, when lead noise was observed via device interrogation. No intervention was performed. The patient was asymptomatic before, during, and after the check. No further information is available at this time.